Manufacturer narrative:
This MDR was inadvertently reported. The data link dl2000 data manager did not malfunction and the cause of the event was customer error as it was stated in the initial MDR.

Manufacturer narrative:
Lipemic sample with an order for crp. For samples that are lipemic and have a lipemia index >2, the dl2000 should be configured to append a message to certain analytes for these samples to "treat the sample with lipoclear and retest". This is accomplished with a rule, which is configured by the customer. When the dl2000 did not append the message to the crp in this sample, the customer discovered that there was no rule configured at dl2000 for crp and contacted bci to investigate the cause. No evidence exists that the rule was ever configured on this dl2000. The customer had recently transferred to this lab from a sister lab that had the rule, and presumed that this lab also had the rule. The dl2000 did stop the sample for manual review. The operator manually validated and released the result without the necessary action. Hotline advised the customer that the dl2000 software does not have a feature that tracks changes made to the software setup, so it cannot be determined if the rule was ever configured on this system. Since the dl2000 did not have the rule configured, it did not malfunction. The root cause for this event is customer error

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a erroneous low c-reactive protein (crp) result generated by the dl2000 data management unit. The result was reported out of the laboratory and questioned by the physician. The result was repeated and higher result was obtained. Amended report was initiated and reported. Patient results were not provided. Patient treatment was not impacted by the results.